Manufacturer narrative:
B3. Date of event corrected from (B)(6) 2025. B1. Brand name corrected.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Optical signal issue - on the day of implant, placement signal (ps) low alarms occurred. Pa ordered fluid bolus for suction. Echo not taken at this time and positioning not confirmed. Data log review confirmed suction and placement signal low alarms occurred without resolve. No motor current (mc) spike outside of p-level changes. Ps trends down over the course of the case. The cause of the optical signal issue could not be determined due to no product returned, inconclusive data log review, and insufficient clinical details. Pump suction - data log review confirmed suction alarms occurred without resolve. No mc spike outside of p-level changes. The cause of the suction alarms could not be determined due to no product returned, inconclusive data log review, and insufficient clinical details. Access site adverse event - the cause of the access site adverse event could not be determined due to insufficient clinical details. Patient codes: major bleed, hematoma, epistaxis - the cause of the major bleed, hematoma, and epistaxis could not be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was bleeding, a suction event and a placement signal low alarm during impella cp patient support. While on support, there was a placement signal low alarm. The physician assistant ordered a fluid bolus for suction. Additionally, the patient was bleeding from multiple sites. The nose and mouth were packed and continued to ooze. The impella groin developed a large hematoma which required manual pressure. The hematoma was managed with manual pressure and the long term repositioning sheath was advanced inside with better forward suturing. There was an angle matched dressing. There was packing applied to the mouth and rhinorocket to nose. Multiple blood products were administered. In total, it was seven units of packed red blood cells, four units of cryoprecipitate and frozen fresh plasma.